Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated the device had an n250 alarm occur during an infusion. The patient was agitated and when the nurse checked the pump, the fentatyl infusion was on standby. The nurse then asked co-workers and no one had changed the infusion to standby by. There was patient involvement and there was no report of harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed, and no similar event was indicated. The customers complaint was confirmed that the device alarmed with n250. Device failed self-test with error code n250. Replaced the cassette door and fluid shield assemblies. Device passed self-test with no error alarms. Device no longer alarms with error code n250. Probable cause is physical damage to the cassette door and fluid shield assemblies. During inspection found the front enclosure, rear enclosure, and peripheral cover to be damage. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, and peripheral cover. Probable cause is physical damage not due to normal wear and tear. D9 - date returned to mfg 8/1/2022.